Event description:
It was reported that the ventilator alarmed for high peep (positive end expiratory pressure) , high airway pressure and the ventilator did not shutdown. There was no patient harm. Manufacturer's ref.#: (B)(4).

Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator alarmed for high peep (positive end expiratory pressure), high airway pressure and the ventilator did not shutdown. The ventilator was investigated by our field service engineer on-site and during initial evaluation of the device, the air hose was loose. No physical abnormalities of the device was detected and no technical errors were found during log evaluation. The air supply hose was tightened and pre-use check passed with known test tube and patient circuit. The internal memory batteries were also replaced upon customer request. No replaced parts have been returned for technical investigation. The root cause to the reported failure has not been established in this investigation.